Manufacturer narrative:
A ge service rep performed an on site investigation. There was a connector found loose, the connectors were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was discovered that the 9900 system would not boot up on a trade show system. No pt injury was reported.